Event description:
A customer reported potential discrepant patient results for estradiol (e2) on the aia-900 analyzer. The customer reported out e2 patient sample result of 2000 pg/ml and the physician questioned the result and requested a rerun. The same patient sample was reran the same day and resulted with 200 pg/ml. The customer stated the calibration and quality control (qc) passed within package insert range. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the result printouts and not able to reproduce the complaint. Fse cleaned the sampling nozzle assembly for possible clotting that can cause the analyzer to aspirate an incorrect volume. Fse was not able to find anything wrong with the sampling nozzle. Fse also inspected the entire analyzer and could not find anything problematic. Fse could not determine the cause of the reported event. Fse successfully performed clog sense, ran precisions, also ran daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4)from (B)(6) 2023. There were no similar complaints identified during the search period. The st e2 test code 029, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is not determined, cause not established.